Event description:
Per 522 study, subject was unable to urinate post-op and sent home with catheter. Subject returned to office for foley removal and voiding trail, and was confirmed that issue had resolved. Cec adjudicated that event was possibly related to device/product.